Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. Device received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. Customer also reported crack near the insulin pump battery cap. The customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump is being replaced and is expected to return for analysis.